Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm finishing loading. Customer's blood glucose was 600 mg/dl. The customer was treated with manual injection. Customer advised to press esc and act clears the alarm. After the troubleshooting was done, customer was advised to monitor blood glucose closely. Customer declined high blood glucose troubleshooting.